Manufacturer narrative:
The device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Factors that are known to contribute to the alleged fault/failure may be an internal obstruction or component failure. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Manufacturer narrative:
Complaint number: (B)(4).

Event description:
It was reported that the nurse stated that renasys go was started after patient had incision and drainage in his right toe. The nurse reported that "something was wrong" with former renasys go device because as of now when patient is using renasys touch in the hospital, the device is working fine. He stated that the patient is going to get discharged tomorrow and was wondering if the renasys go can be replaced. He initially talked to (B)(4), but was referred to smith &nephew for additional troubleshooting. The nurse confirmed that dressing has a very good seal, and that the dressing is raisin-like in appearance and soft port tubing was compressed and that he has always been feeling the suctioning motion along the dressing. He stated they had changed the canister straightened the tubing, and that he also checked the c lp and everything was clear and free from obstructions, but still indicator displayed full blockage. He confirmed that the device was always in upright position and that he tried milking the tubing. He stated that he had also tried to disconnect at quick click connector, left cap open on the device side, and closed end of other tubing with tethered cap (soft port side). After the nurse performed this final step, he had mentioned that the alarm condition resolved. Informed him that since blockage full got resolved, there is nothing wrong with the device and soft port/dressing side needed to be reassessed or changed per cg. Discussed to him depending upon type of wound, especially with infection, exudate can be viscous that can lead to blockage. No additional information is available.